Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: top case was cracked and chipped by the left side and top case was separated from the bottom case. No visible contamination. Both tamper seals were intact. Functional testing and occlusion tests were conducted. Motor not running error was found at occlusion test. Testing identified main pc board was not seated on extrusion grove, causing the sensor to be misaligned with the worm coupling gear-facets. The reported issue was confirmed. The root cause was determined to be physical damage resulting in the main board to lift off from the extrusion grove . This event is a result of the customer's impact to the device. The main pcb was reassembled and realigned properly. Device occlusion test and functional tests all passed after repair.

Event description:
It was reported that the device presented a motor not running error message. No patient injury was reported.